Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported blood-like foreign material discharged from the channel of the endoscope after reprocessing could not be identified and a definitive root cause of the issue could not be determined, as the device was not returned to olympus for evaluation, however, based on the facility reprocessing information reported, it is likely the device was not reprocessed in accordance with the IFU. The event can be detected/prevented by following the instructions for use which states: instructions, operation manual chapter 4 basic endoscope reprocessing operations section 4.3 endoscope precleaning and manual cleaning precleaning of the endoscope is required before cleaning the endoscope with this device. Immediately after the end of procedure, according to the reprocessing procedures described in the endoscope's "attachment" and "operation manual", please perform from bedside cleaning to the outer surface cleaning of the main cleaning at least, brushing around the forceps elevator and the suction channel, and even cleaning the buttons. Warning always preclean each endoscope immediately after the examination. If precleaning is not executed promptly, debris will solidify and may prevent effective reprocessing. Failure to preclean will leave excessive amounts of debris adhering to the endoscope and may compromise the effectiveness of the reprocessing. It may also result in debris accumulating in the endoscope, preventing the endoscope from working correctly. Device reprocessing information: the endoscope may not have been soaked in the cleaning solution if pre-cleaning was delayed. It was unclear whether there was an abnormality in the accessories used for reprocessing. Manual cleaning of the scope, such as brushing, was performed under running water rather than immersed in cleaning solution. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected information has been added to this section h10. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer reported to olympus, when reprocessing the gf-uct260 - evis lucera ultrasound gastrovideoscope in the endoscope reprocessor, a bloody worm-like substance came out of the scope. The scope was then cleaned using the air / water channel cleaning adapters. The issue was found during reprocessing. There were no reports of patient harm.

Event description:
The customer reported to olympus, when reprocessing the gf-uct260 - evis lucera ultrasound gastrovideoscope in the endoscope reprocessor, a bloody worm-like substance came out of the scope. The scope was then cleaned using the air / water channel cleaning adapters due to concerns that contaminants remained inside. The issue was found during reprocessing. There were no reports of patient harm.